Manufacturer narrative:
Gehc field service engineer replaced filament driver pcb. System bootsup error free. System kvp tracking verified. System op checks performed. System returned to service.

Event description:
Customer reported that during first attempt to power on unit. System displays precharge timeout/charger failed error. Malfunction function duplicated. Isolated malfunction to filament driver pcb failure.